Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose ranged from 135-136 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.